Manufacturer narrative:
Additional manufacturer narrative: d6: if implanted, give date.

Manufacturer narrative:
Review of the manufacturing records could not be completed as no lot number information was provided. The device was not returned. Consequently, a direct product analysis was not possible. All information has been placed on file for use in tracking and trending.

Event description:
The following was reported to gore: on an unknown date, the patient was implanted with a gore® acuseal vascular graft as a shunt for dialysis. The patient tolerated the procedure. On (B)(6) 2019, during imaging examination, it was noted that the graft appeared to be delaminated into three layers. The cause of the delamination was not reported. On an unknown date, a re-intervention was performed whereas another graft was implanted as a shunt for dialysis. The initially implanted gore® acuseal vascular graft reportedly remained implanted. The patient tolerated the re-intervention.